Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to a scuba device to treat a lesion in iliac artery with 50% stenosis. The lesion exhibited moderate vessel calcification and tortuosity. No abnormity noticed during inspection prior to use. Pre-dilatation was performed. During the procedure, the stent could not deploy when it reached target position. Physician replaced it with new device of the same model to complete the operation. The physician commented that the event was related to product defect. No patient injury was reported as a result of the event "please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
Device evaluation: the device was received within its original box, pouch and tray. A visual and a tactile inspection was conducted on the device: traces of dry blood and radio opaque solution were found in the inflation lumen. The device was returned with the stylette inserted from the tip of the device and the protective sheath partially on the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.